Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was unknown. Troubleshooting was not performed on the insulin pump. The call was disconnected. The insulin pump will not be returned for analysis.